Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (health effect clinical code).

Manufacturer narrative:
E. Initial reporter: initial reporter: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a cardiac surgical procedure, the intra aortic balloon pump (iabp) was unable to automatically inflate the intra-aortic balloon (iab). According to the hospital¿s clinical engineering manager, the patient did not respond following return from extracorporeal surgery. The clinical team attempted to use the iabp for reversal; however, the device displayed an automatic inflation failure error and could not be used. No adverse event was internally recorded by the institution at the time of the occurrence. The patient died. Nursing staff did not confirm that the patient¿s death was a consequence of the device error.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: e3 and g2. Revert d8 field to blank. During cardiac surgery, the cardiosave device displayed an ¿automatic fill failure¿ error while being used to support patient recovery after extracorporeal circulation. The patient did not recover, and despite attempts to use the device for reversal, the patient died. However, the hospital staff did not confirm that the death was caused by the equipment failure. The hospital was advised to stop using the device and send it for evaluation. Limited information was provided about the procedure, patient, and equipment setup. Investigation findings indicate the issue was related to a balloon malfunction, with fault #37 observed and the backup disk expired. No parts were returned, and no similar complaints were reported. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.